Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the main board was defective, and there were no abnormalities other than the indicated phenomenon inside the device. Therefore, omsc presumed that the phenomenon occurred due to main board failure. The cause of main board failure could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the board was defective which caused blackout screen after startup. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the device could not be turned on. The facility finished the case with another similar device. There was no report of patient injury associated with the event. It was reported that the subject device was used in combination with 190 series system.